Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a routine implant procedure, this device was attempted to be implanted. Once connected to the lead, increased pacing lead impedance greater than 2,000 ohms was observed. Additional information received and was indicated that the set screws were believed to be not set properly which led to a bad connection, however this was not conclusively determined. The device was returned for further testing. The device was never in service. No adverse patient effects were reported.